Manufacturer narrative:
No product was returned for eval.

Event description:
Pt reported that she had ambulatory surgery for an abdominal abscess on (B)(6) 2010. Pt thought the abscess was due to the infusion set was discarded. On (B)(6) 2011, pt experienced difficulty inserting the infusion set on 6-7 occasions. On (B)(6) 2011 at 5-6 pm, pt removed the infusion set and pus came out of the wound. On (B)(6) 2011, the inflammation became bigger. Pt went to her physician on (B)(6) 2011 and was referred to a specialist. On (B)(6) 2011, pt was admitted to the hosp, and she had surgery for the abscess on (B)(6) 2011 while under general anesthesia. Pt had a fever and was prescribed antibiotics. Pt was discharged from the hosp on (B)(6) 2011. The alleged infusion sets were discarded. Pt felt "well" at the time of the report. No product was returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned taskforce.